Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Expiry date: oct/2020. Investigation summary: one maxcore biopsy needle was returned for evaluation and during functional testing, the top slide could not be locked into the primed position. Upon disassembly, it was noted that the left bumper was missing and the right bumper was bent by the stylet spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation as functional testing could not be performed due to the identified failure to prime. The identified bumper issues likely contributed to the reported self-activation and identified failure to prime. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a biopsy instrument allegedly self-activated. There was no reported patient injury.